Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient thought the fall was the cause of the constipation return and decreased urinary output, but noted that the urinary issues only happened when they were constipated. They were taking a stool softener and made an appointment with their surgeon.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the 2nd week after implant the patient had a minor fall, stating they fell directly on the area of implant. Patient did not feel that there were any changes to therapy after the fall, further stated they never felt any pain or change in therapy from the fall. It was recommended that the patient follow up with their healthcare provider regarding this. It was also reported that the first week of implant, the patient was extremely constipated and the amount of urine leaving their system continued to go down. Patient stated they took a bowel softener and the patient had a bowel movement 3 days post-implant and began urinating a normal amount again. Patient had notified their physician. Patient reported that the constipation returned, patient used a bowel softener and in the day or so prior to report it had corrected itself. Patient stated that their urine output had been less in the 2-3 days prior to the report. They stated they were straining to urinate as well. Patient was redirected to their healthcare provider to discuss their symptoms. No further complications were reported or anticipated.